Manufacturer narrative:
Suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Clear fluid and a discolored spot were seen at the distal tip of the catheter. The device was not tested as returned due to being deactivated upon arrival. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device sprayed with low flow. A hissing sound, indicative of a leak, was heard from inside the handle. Before the device was deactivated, a loud pop was heard inside the device. For further evaluation, the device was disassembled. The low pressure valve had separated; the internal spring and valve plug were loose inside the handle. Loose powder was observed in the tube between the powder chamber and on/off valve as well as the tube between the powder chamber and low pressure valve. A visual of the powder chamber cannula and hole in the bottom of the powder chamber showed it to be clear. The regulator was pressure tested with a new co2 cartridge and found to be operating as intended. The low pressure valve was reassembled and reattached to the regulator and operated as intended with a new co2 cartridge. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for unable to spray is unknown, however the low pressure valve leaking and separating is the most likely cause. A definitive cause for this observation could not be determined. Prior to distribution, all hemospray devices are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook hemospray endoscopic hemostat. The medical staff was able to get some sprays of the powder out and when they attempted spraying the device again it would not spray anymore. The staff attempted to depressurize the carbon dioxide (co2) cartridge and nothing happened. The procedure was stopped. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence